Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. No code available was used to represent the surgical intervention required for pacemaker implantation. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered heart block av requiring pacemaker implantation. During the procedure, the slow pathway in the right atrium (ra) was ablated with the stsf catheter. The catheter was put in as a non-irrigated catheter on the smartablate generator and 2 ml of flow was running at all times. The settings on the catheter were 30w at 30 degrees for 120 seconds. After the fourth burn, there was junctional rhythm followed by a junction escape beat. The physician stopped the ablation since it was noticed that the patient was in av heart block caused by the last ablation. A temporary pacing wire was implanted. No char/coagulum was observed on the ablation catheter. It is unknown if the procedure was successfully completed. A procedure delay of 20 minutes was reported. The patient was scheduled to have a cardiac resynchronization therapy defibrillator (crt-d) implanted. There¿s no information regarding extended hospitalization, patient¿s outcome, or the physician¿s causality opinion. However, the physician is aware that it is considered off label use, to set the stsf as a non irrigated catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a 72 year old male patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered heart block av requiring pacemaker implantation. On 9/18/2019, additional information was received indicating patient¿s condition worsened. Third degree heart block was caused and a cardiac resynchronization therapy defibrillator (crt-d) was implanted on (B)(6) 2019. Extended hospitalization of 2 days was required for monitoring of an implanted cardiac resynchronization therapy defibrillator (crt-d). Outcomes attributed to adverse event: is hospitalization initial/prolonged? Has been checked off in this report. Additionally, the patient's age of 72 years old, gender of male, and weight of 99.2 kgs was reported. Physician¿s opinion on the cause of this adverse event is that it was due to patient condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).